Manufacturer narrative:
Investigation results: a visual examination of the resolution 360 clip device noted that the clip assembly was actuated and deployed, two distinctive clicks were heard. The clip prongs were able to open within specifications. A kink was noticed in the control wire. This failure showed no evidence of the alleged issues or any defect which could have contributed to the event. Hence, the most probable root cause is not confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-00419 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2017-00425 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first clip was placed over the treated ulcer and closed; however, the clip failed to deploy and then fell off the ulcer. After switching scopes, a second resolution 360 clip device was used, but the clip was difficult to deploy and then fell off. The procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2017-00419 pertains to the first resolution 360 clip device and manufacturer report # 3005099803-2017-00425 pertains to the second resolution 360 clip device. It was reported to boston scientific corporation that two resolution 360 clip devices were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the first clip was placed over the treated ulcer and closed; however, the clip failed to deploy and then fell off the ulcer. After switching scopes, a second resolution 360 clip device was used, but the clip was difficult to deploy and then fell off. The procedure was completed with another resolution 360 clip device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.